Manufacturer narrative:
(B)(4). Concomitant medical product: unknown persona articular surface catalog # unknown lot # unknown; unknown persona tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01358, 0001822565-2018-01357. Product location is unknown.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient experienced injury post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: articular surface fixed bearing cruciate retaining catalog # 42511000610 lot # unknown. Tibia cemented 5 degree stemmed catalog # 42532007901 lot # unknown all poly patella cemented catalog # 42540000038 lot # unknown. Multiple MDR reports were filled for this event: 0001822565 - 2018 - 04255.